Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. In february 2024 the longevity was 1.5 years and at recent follow-up it was 4 months. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The ICD remains in service at this time.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. In (B)(6) 2024 the longevity was 1.5 years and at recent follow-up it was 4 months. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information received indicated that the ICD was replaced. It was not reported whether the device would be returned.